Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up in clinic, low out-of-range lead impedance measurement was observed. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient¿s condition was normal after the procedure.